Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a follow-up interrogation remotely. During lead interrogation, the atrial lead was found to have noise which lead to several automatic mode switch (ams) episodes. Physician saw no other electrical anomalies and was considering a possible lead revision procedure.